Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device motor seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: general condition, check the attachment coupling, check the cannulation, check the off/oscion switch mode function, check switching function, check the triggers and ecu function, check compatibility between collbrvsbo and colibri iusbd ii and check the function with epo-console. It was noted in the service order that the device did not work anymore, this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.